Event description:
It was reported that the customer had been experiencing high blood glucose. Her blood glucose was 232 at the time of reporting. Her alarm history showed a no delivery alarm and a low reservoir alarm. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.